Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
It was reported that, on an unspecified date, a primary plum set, 15 micron filter in sight chamber, clave secondary port, clave y-site, polyethylene lined light resistant tubing, distal microbore tubing, secure lock, 272 cm contained a foreign material. It was stated that a hair was evident in the chamber. The status of the product was upon removal from the package. There was no patient involvement, and no harm was reported. A sample is available for evaluation, and two pictures were provided showing the product.

Manufacturer narrative:
Received one (1) used. List #14007-31, primary plum set for inspection. As received the package was observed per 64.master-301 and a hair can be seen inside the chamber on the cassette. The hair was in the fluid path. The hair was observed to be trapped in the housing and was not loose to flow down the fluid path. Received one (1) picture showing hair inside the cassette. The complaint of hair inside chamber can be confirmed. The probable cause is due to a gowning error in costa rica. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint. D9 - date returned to mfg: 7/14/2025.